Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood on the device. Visual inspection determined that the heater wire was bent and detached from the tip of the hot jaw. Based upon the review condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the metal tip on the hemopro 2 jaw was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.